Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An (B)(6) hospital reported that during a neuro case on (B)(6) 2011, the attachment (B)(4) between the headrest and the bed was moving. The retaining clip was completely removed and apart in the set of mayfield used. Although surgery was delayed due to this issue, the hospital has not reported any injury to patient. Additional information has been requested.